Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the blood stops flowing through the wingset with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 12 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when using ultra touch they could only fill 2 tubes if that because the blood stops flowing through the tubing of the wingset. They would have to restick the patient. This is happening several times a day and everyone is experiencing this. They are using ultra touch correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood stops flowing through the wingset with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 12 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: when using ultra touch they could only fill 2 tubes if that because the blood stops flowing through the tubing of the wingset. They would have to restick the patient. This is happening several times a day and everyone is experiencing this. They are using ultra touch correctly.